Event description:
It was reported that prior to an electrophysiology procedure the packaging for the pacing lead was opened in the sterile field. The lead was discarded. No patient complications have been reported as a result of this event.